Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the ICD was successfully implanted and connected to the previously implanted atrial and ventricular leads on (B)(6) 2017 and the patient was discharged home on the same day. During the follow-up performed 6 months after implantation and the remote monitoring reports, it was observed that an appropriate shock was delivered by the ICD. No device-related adverse event was recorded in the 12-month follow-up performed on (B)(6) 2018. However, patient files analysis revealed non-physiological signals on the atrial channel. The site reported that the patient died around (B)(6) 2018 (the exact date is unknown) from unknown cause on 1 october 2019. Preliminary analysis revealed that the non-physiological signals observed on the atrial channel most probably resulted from a lead issue and/or a lead-ICD connection issue at atrial level.

Event description:
Reportedly, the ICD was successfully implanted and connected to the previously implanted atrial and ventricular leads on (B)(6) 2017 and the patient was discharged home on the same day. During the follow-up performed 6 months after implantation and the remote monitoring reports, it was observed that an appropriate shock was delivered by the ICD. No device-related adverse event was recorded in the 12-month follow-up performed on (B)(6) 2018. However, patient files analysis revealed non-physiological signals on the atrial channel. The site reported that the patient died around (B)(6) 2018 (the exact date is unknown) from unknown cause on (B)(6) 2019. Preliminary analysis revealed that the non-physiological signals observed on the atrial channel most probably resulted from a lead issue and/or a lead-ICD connection issue at atrial level.